Event description:
Dr. Reported that an implant failed.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Measurements indicated the product reported as pn 0605 was actually pn 1871. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the doctor's office.